Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal, heavy bleeding") and metal poisoning ("nickel toxicity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), endometriosis ("endometriosis"), alopecia ("hair loss"), tooth disorder ("dental issues"), migraine ("migraines"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menstruation"), infection ("infections"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems,"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pyrexia ("fevers") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, metal poisoning, endometriosis, alopecia, tooth disorder, migraine, menstruation irregular, dysmenorrhoea, infection, anxiety, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, headache, nausea, allergy to metals, visual impairment, gastrointestinal disorder, pyrexia and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, cystitis, depression, dysmenorrhoea, endometriosis, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, metal poisoning, migraine, nausea, pelvic pain, pyrexia, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 13-may-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:,headaches, nausea, nickel allergy, pain, vision/eye problems, gastrointestinal or digestive system condition, fevers, abdominal pain were added.date of birth was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain/pelvic pain/ lower pelvic pain'), genital haemorrhage ('abnormal, heavy bleeding/gen. Abnormal. Bleed'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), vaginal haemorrhage ('abnormal bleeding (vaginal,') and metal poisoning ('nickel toxicity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/dysmennorhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental issues/dental problems"), migraine ("migraines"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems,"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pyrexia ("fevers"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menstruation irregular ("irregular menses"), infection ("infections"), anxiety ("anxious"), depression ("depressed/psych injury"), abdominal pain ("abdominal pain"), back pain ("severe back pain") and polymenorrhoea ("my period 2 or 3 times a month"). The patient was treated with surgery (ablation 2017, salpingectomy (bilateral) and removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, metal poisoning, endometriosis, tooth disorder, migraine, menstruation irregular, dysmenorrhoea, infection, anxiety, depression, cystitis, urinary tract infection, vaginal infection, headache, nausea, allergy to metals, visual impairment, gastrointestinal disorder, pyrexia, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, back pain, polymenorrhoea and fatigue outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, metal poisoning, migraine, nausea, pelvic pain, polymenorrhoea, pyrexia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2013 discrepancy noted in removal dates: (B)(6) 2016, (B)(6) 2016 date of additional surgeries (B)(6) 2017 (other). Current weight 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: confirmed proper placement. Total bilateral occlusion. Imaging procedure - on (B)(6) 2013: results: not provided. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- fatigue, onset date of previously reported events was added, outcome of the previously reported event- hair loss, weight gain were updated, essure removal date were updated. Lab data were updated, medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain/pelvic pain'), genital haemorrhage ('abnormal, heavy bleeding/gen. Abnormal. Bleed'), metal poisoning ('nickel toxicity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), endometriosis ("endometriosis"), alopecia ("hair loss"), tooth disorder ("dental issues/dental problems"), migraine ("migraines"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), infection ("infections"), anxiety ("anxious"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems,"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pyrexia ("fevers"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, salpingectomy (bilateral) and removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, metal poisoning, endometriosis, alopecia, tooth disorder, migraine, menstruation irregular, dysmenorrhoea, infection, anxiety, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, headache, nausea, allergy to metals, visual impairment, gastrointestinal disorder, pyrexia, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, metal poisoning, migraine, nausea, pelvic pain, pyrexia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2013 discrepancy noted in removal dates: (B)(6) 2016. Date of additional surgeries (B)(6) 2017 (other). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2013: results: not provided. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: new events - dyspareunia (painful sexual intercourse), migration, bladder problems, urinary problems, vaginal discharge, weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain/pelvic pain'), genital haemorrhage ('abnormal, heavy bleeding/gen. Abnormal. Bleed'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and metal poisoning ('nickel toxicity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), endometriosis ("endometriosis"), alopecia ("hair loss"), tooth disorder ("dental issues/dental problems"), migraine ("migraines"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menstruation/dysmennorhea (cramping)"), infection ("infections"), anxiety ("anxious"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems,"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pyrexia ("fevers"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), back pain ("severe back pain") and polymenorrhoea ("my period 2 or 3 times a month") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, salpingectomy (bilateral) and removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, metal poisoning, endometriosis, alopecia, tooth disorder, migraine, menstruation irregular, dysmenorrhoea, infection, anxiety, depression, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, headache, nausea, allergy to metals, visual impairment, gastrointestinal disorder, pyrexia, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, back pain and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, metal poisoning, migraine, nausea, pelvic pain, polymenorrhoea, pyrexia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2013 discrepancy noted in removal dates: (B)(6) 2016, (B)(6) 2016 date of additional surgeries (B)(6) 2017 (other). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2013: results: not provided. Most recent follow-up information incorporated above includes: on 15-oct-2019: social media received : reporters added, event added- back pain. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain/pelvic pain/ lower pelvic pain'), genital haemorrhage ('abnormal, heavy bleeding/gen. Abnormal. Bleed'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and vaginal haemorrhage ('abnormal bleeding (vaginal,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/dysmennorhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental issues/dental problems"), migraine ("migraines"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems,"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pyrexia ("fevers"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning ("nickel toxicity"), menstruation irregular ("irregular menses"), infection ("infections"), anxiety ("anxious"), depression ("depressed/psych injury"), abdominal pain ("abdominal pain"), back pain ("severe back pain"), polymenorrhoea ("my period 2 or 3 times a month") and vertigo ("vertigo"). The patient was treated with surgery (ablation 2017, salpingectomy (bilateral) and removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, metal poisoning, endometriosis, tooth disorder, migraine, menstruation irregular, dysmenorrhoea, infection, anxiety, depression, cystitis, urinary tract infection, vaginal infection, headache, nausea, allergy to metals, visual impairment, gastrointestinal disorder, pyrexia, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, back pain, polymenorrhoea, fatigue and vertigo outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, metal poisoning, migraine, nausea, pelvic pain, polymenorrhoea, pyrexia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2013. Discrepancy noted in removal dates: (B)(6) 2016, (B)(6) 2016. Date of additional surgeries (B)(6) 2017 (other). Current weight 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: confirmed proper placement. Total bilateral occlusion. Imaging procedure - on (B)(6) 2013: results: not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as vertigo. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding") and metal poisoning ("nickel toxicity") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), endometriosis ("endometriosis"), alopecia ("hair loss"), tooth disorder ("dental issues"), migraine ("migraines"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menstruation"), infection ("infections"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, metal poisoning, endometriosis, alopecia, tooth disorder, migraine, menstruation irregular, dysmenorrhoea, infection, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, infection, menstruation irregular, metal poisoning, migraine and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.